Manufacturer narrative:
In the previous report, entered an incorrect 510(k) number and report source, but in this follow-up report, I have corrected them.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process, with no initial alleged complaint. During evaluation, no foam particles were noted in the airpath; however, foam degradation was observed. The device¿s sound abatement foam needs to be replaced to address the issue. The device also had dust fail contamination. Additionally, the service technician noted error codes e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full), and e063 (err_stuck_knob_key) present. The device was scrapped by the service center after the evaluation was completed.